Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the customer reported complaint. The fse replaced the integrated electro surgical unit (iesu/e-100). The system was tested and verified as ready for use. Isi has requested the e-100 involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. A review of the site's system logs for the reported procedure date was not conducted by technical support when the customer called for troubleshooting assistance. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system sk1792. This complaint is being reported as a reportable malfunction event due to the following conclusion: the customer switched to ligasure generator (third party generator) after the start of the procedure due to e-100 power off issue. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal with lymphadenectomy prostatectomy surgical procedure, the integrated electro surgical unit (iesu/e-100) had powered itself off. The procedure was completed with no reported patient injury. Isi followed up with the initial reporter and obtained the following additional information on 03-june-2022: the reported issue occurred on (B)(6) 2022 during a robotic prostatectomy procedure. After the e-100 powered off, the procedure was completed robotically using a ligasure generator and had a procedure delay of 30 minutes. There was no patient injury.